Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. The most likely cause for this kind of damage is overstress; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue which our IFU warns against.

Event description:
Allegedly, during a laparoscopic procedure, one jaw broke off the instrument and fell into the patient. The doctor immediately removed it. The procedure was completed with no injury to the patient.